Manufacturer narrative:
Section h7, h9: correction - although the centrimag motor was within the serial number range for (B)(6), the root cause of the reported event could not be conclusively determined nor linked to the issue addressed in this corrective action. Manufacturer's investigation conclusion: incidental findings: superficial outer jacket damage to the centrimag motor cable. The reported event of the console screen suddenly turning off and the screen showing a blank flow was not confirmed as the reported event was not reproduced during testing of the returned centrimag motor serial number: (B)(6), and no log files were submitted for review. The returned motor was tested at the european distribution center with known working test centrimag equipment and the motor functioned as intended without any issues or atypical events produced. However, a cut was observed on the motor¿s cable upon arrival. Although the observed damage did not affect the motor¿s testing, the motor was scrapped due to the irreparable damage on its cable. Additional information provided communicated that when the hospital was lent two centrimag motors to troubleshoot the reported event, the issue reoccurred on both motors; therefore, the reported event appears to be a console related issue. It was also communicated that no log files are available to be submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8 ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: MFR # 3003306248-2020-00088, MFR # 3003306248-2020-00091,& MFR # 3003306248-2020-00092. It was reported that the issue occurred again on the backup motor and backup console. When the hospital was lent two additional centrimag motors to troubleshoot the reported event, the issue reoccurred again on both lent motors.

Manufacturer narrative:
This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 3003306248-2020-00088. It was reported that the patient was connected to centri-mag as a ECMO therapy. Suddenly the screen of the console turned off, and the flow probe did not register information about the flow, but the motor was still working. No product will be returned, the patient was still under ECMO therapy at time of reported event. Distributor loaned two other motors. The event resolved with the use of the backup motor and console. The backup motor was used, and changed motors as soon as possible. Additional information received on 08oct2020 stated that the motors were affected by the fsca 2019-08, which states that the customers have experienced unexpected console screen blanking, low flow or no flow, and motor behavior including noise, vibration and heating at a rate of 0.45%. Our investigation has identified certain centri-mag motors with serial numbers have an increased susceptibility to electromagnetic interference (emi). The issue can be mitigated through recalibration of the motor. The centri-mag¿ 2nd generation console will be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the motor had a cut in the cable and must be scrapped. The functionality of the motor is as intended. The motor was not able to reproduce the event.